Event description:
Reporter alleged the primer of the lancet device was broken and would not load or prime properly for use. It was stated while the manufacturers' customer service department was troubleshooting with the customer; the device primed, however, the lancet needle is not sticking out. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.